Event description:
It was reported that the patient presented to the hospital after receiving a shock. Upon interrogation, the device did not store an egm for the aborted vf episode. Review of session records showed no egm available as well. Device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.